Event description:
It was reported to philips that the wireless footswitch did not work. The device was in clinical use and the procedure was completed using a wired foot switch. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and found errors in the log file. The fse recommended replacement of wireless footswitch. The device was returned to use to use with limitation.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during planned vascular / general surgery treatment. The treatment was completed as planned by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional testing, the fse found that battery indicator on the wireless footswitch at the time of the occurrence was green. The fse restarted the system, but issue persisted. To resolve the reported issue, the fse replaced wireless footswitch. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.